Manufacturer narrative:
The customer was hospitalized for alleged low bgs (over corrected with bolus), possible over delivery anomaly and cosmetic damage located at the back of the pump found on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed. The pump was received with broken battery tube threads, and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 14-aug-2023 in the pump history file. On (B)(6) 2023 10:40:47.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 29000 (2.9 u). Bolus amount delivered: 29000 (2.9 u). On (B)(6) 2023 13:29:13.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 31000 (3.1 u). Bolus amount delivered: 31000 (3.1 u). On (B)(6) 2023 22:49:57.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 84000 (8.4 u). Bolus amount delivered: 84000 (8.4 u). Please see below for the daily total of all insulin delivered on the event date 14-aug-2023. On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 378000 (37.8 u). Daily total of basal insulin delivered: 234000 (23.4 u). Daily total of bolus insulin delivered: 144000 (14.4 u). Please see below for the auto suspend (12) alarm listed on the event date 14-aug-2023 in the pump history file. On (B)(6) 2023 09:11:00.000 alarm alert notification (40). Fault number: auto suspend (12). There were no user suspended alarm listed on the event date 14-aug-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 14-aug-2023 in the pump history file. On (B)(6) 2023 23:50:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 00:00:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 13:43:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value unknown at the time of the event. Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 23 mg/dl at the time of the event and was treated in the hospital. The current blood glucose was unknown. The customer reported no symptoms related to their low blood glucose. The customer reported a crack in the battery compartment of the insulin pump and the customer overcorrected with bolus. Troubleshooting was partially performed. It was unknown whether the auto mode feature was active or not at the time of the event and whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.